Manufacturer narrative:
(B)(4). Visual examination of the returned products identified the product as fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause is attributed to standard wear and tear from repeated use for 7+ years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral impactor pad broke during implantation. There was no consequences or impact to the patient.